Event description:
Reporter indicated that the patient is doing better since the vns generator was replaced on (B)(6) 2013. It was not known what to attribute the seizure increase to, and no other information was known.

Event description:
Reporter indicated a patient was having increased seizures and the vns was indicating "ifi" status (low battery). The patient had vns generator replacement surgery on (B)(6) 2013. The patient's seizures have improved since the surgery. An implant card was later received indicating the replacement was prophylactic. Attempts for further information are in progress. The explanted generator will not be returned per hospital policy.